Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that users of the efficia dfm100 defibrillator had difficulty obtaining pacing capture while using the device on a patient. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. The involved patient died. The death is reported in (B)(4), md report #:1218950-2016-03563. This complaint, (B)(4), addresses a different reported symptom during the same event.